Manufacturer narrative:
The tech found the center arm assembly was damaged, possibly from abuse. He replaced the siderail center arm assembly to repair the bed.

Event description:
Info received indicates the tech was unable to lock the siderail in place.